Event description:
It was reported premature core wire detachment occurred. A left atrial appendage closure (laac) procedure was performed using a watchman fxd double curve access system (was) and a 27mm watchman flx pro left atrial appendage closure device and delivery system (wds). The wds was prepared and advanced through the was sheath, and the flx ball was formed and positioned within the left atrial appendage. The closure device was then unsheathed and positioned just distal to the appendage ostium. Upon deployment, x-ray imaging revealed that the closure device was no longer attached to the core wire. Transesophageal echocardiography (tee) was performed to assess device position and seal. The physician determined that the closure device remained appropriately positioned, provided adequate seal of the appendage, and had not shifted from its deployed location. Based on these findings, the physician elected to leave the device in place. The patient was kept overnight and a follow up echocardiogram was completed the next day. The device was still in place based on the echo and chest x-ray. The patient was discharged home with no complications.